Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and detached end cap.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports that entire panel behind drive support cap was pushing out. Customer does not know how damage occurred. Customer's blood glucose was 600 mg/dl, which was treated with manual injection. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.